Event description:
It was reported that an increase in impedance was observed in the rv lead.

Manufacturer narrative:
All information provided by manufacturer, and a mandatory medwatch form was received.